Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing cartridge issues. Reportedly the cartridge tubing had something red coming out of it. Customer declined troubleshooting with tandem technical support, and declined to provide further information.